Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions, CAPA#1379444, in order to improve the customer and patient experience.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: "details of incident / nature of device defect test IV cannula malfunctioned. Labetalol given in an emergency via the IV cannula. Backflow of fluid from IV cannula hub. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) [19/08/2020 15:58:33 the reporter] IV cannula removed as defective. New IV cannula inserted."

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked. The following information was provided by the initial reporter: "details of incident / nature of device defect test IV cannula malfunctioned. Labetalol given in an emergency via the IV cannula. Backflow of fluid from IV cannula hub. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier). [On (B)(6) 2020, at 15:58:33 the reporter] IV cannula removed as defective. New IV cannula inserted."